Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient right ventricular (rv) lead was unable to capture. The rv lead was explanted. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with all tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the lead. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.